Event description:
It was reported that the surgeon attempted to insert a competitor's lens, but the lens tore during loading of the aq cartridge-fp to the injector. There was no patient contact. The reporter stated that the surgeon felt the cause of the torn lens was due to the cartridge. Another same type lens was implanted.